Event description:
Intravenous fluids were infusing with a potassium chloride additive in to this pt with a diastolic dysfunctional left ventricle. Because the serum potassium had a steep interval increment, to 4.9 mg %, an order was clicked in to the cpoe terminal to discontinue the fluids and potassium. More than two hours later, the fluids and potassium were still infusing. Until a serendipitous prompt from a physician, the nurse had not yet looked at the task list. Had the prompt not occurred, there is no telling how much add'l potassium and fluid would have been infused. The infusion of potassium in a pt with rapidly increasing serum potassium levels is potentially life threatening. The infusion of extra fluids in a pt with this cardiac disease may beget pulmonary congestive heart failure. The scenario played out in this case reveals a life threatening flaw of the cpoe device of this vendor, placing each and every pt at risk for delays in therapy and care. Neither nurses nor ancillary services receive any notice that a new order has arrived at the task list, whether it be a "stat" order or otherwise. This flaw facilitates innumerable unintended consequences with an undetermined number of adverse events from delays in care.